Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a calibration table corrupted on the smart pneumatic module. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6)year old female patient, the device displayed an ?off set self check failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient , the device displayed an "internal communication failure" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.